Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement.

Event description:
Iui- isolation rib damage iui- cracked housing syringe top disk holder- damaged/cracked barrel clamp assy- damaged/cracked case front- damaged/cracked soft fault- other- specify in comments iui- contamination case rear- damaged/cracked pca door- rear door damaged/cracked pca door- front door damaged/cracked handle- damaged/cracked flange gripper- damaged/cracked iui- corrosion wiper seal- damaged/cracked other- specify in comments broken/damaged (B)(4).crack rear case,front cover and barrel clamp was damaged. Dented top disk holder. Broken left iui and right iui.